Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery oscillator device would not run, had heat, and a worn bearing. It was further determined that the device failed pretest for check function of the device. It was noted in the service order that the device was not functioning properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device was not functioning properly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).